Event description:
Pt's ncp system was explanted because they had lost some weight and were "bothered" by the device. The pt reportedly had some discomfort at the site and requested that the ncp system be explanted. Investigation to date has been unable to determine whether the weight loss was of a sufficient amount to cause serious injury.